Manufacturer narrative:
Complaint (B)(4). Received 20pc 454428/b240333k for evaluation. Received customer picture. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated.

Event description:
Customer states underfilling tubes. Customer uses sbcs and straight needles for collection; underfilling has occurred with both, multiple times a day, all with the same lot. Customer states phlebotomists hold the tube in the holder with their thumb until the tube is completely filled.